Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the emitter was connected to the axiem box, there was an amber light. The manufacturer representative tried another axiem box and the amber light persisted. The representative tried another emitter and the amber light was green. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The field emitter was returned to the manufacturer for analysis. Analysis found that the field generator was not communicating with the axiem. The transmitter coil drivers displayed an over-current fault on amps a, b, and c. The 12 volt power supply was displaying intermittent behavior as it would briefly show "ok" but then would change to being blank under +12 vdc. As well, the unit caused the computer to lock up when connected to the axiem. The reported issue was confirmed. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: medtronic received additional information that the emitter was found to be broken and was replaced during the system checkout. If information is provided in the future, a supplemental report will be issued.